Event description:
The customer contacted abbott to report axsym rubella igg calibration failed, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer ordered a new rubella reagent. The customer was advised to decontaminate the instrument, replace the mup solutions and recalibrate. The customer reported the instrument optics check was performed 2 days ago and the lamp intensity was acceptable. Abbott requested the customer fax the failed calibration data for evaluation. After decontamination procedures, the customer observed the same error message with another calibrator pack from the same lot. The customer received the new reagent lot and the rubella recalibration was successful. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.